Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n128059023, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported a dye study was done on (B)(6) 2019 that showed epidural placement of the catheter. It was confirmed the catheter was no longer in the intrathecal space and was instead epidural. There were no known environmental/external/patient factors. Surgery was scheduled for (B)(6) 2019 to replace the catheter with the 8780 catheter. No symptoms were reported. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were unknown. No further complications were reported.

Manufacturer narrative:
B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient experienced lack of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient experienced a gradual return in pain over the course of the last year. The cause of the catheter migration was not determined. The catheter was replaced. The explanted catheter was discarded. The issue was resolved.